Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their therapy had stopped due to a power on reset (por). The patient stated that they were checking their implantable neurostimulator (ins) with their programmer while standing up when they saw the informational por error screen. It was noted that the por was not related to an overdischarge event. The patient mentioned that they had experienced two falls. One of the falls occurred at the end of 2016; the patient broke their hip, which hadn¿t healed yet, and the other fall occurred in early 2017. The patient had a CT scan after the 2016 fall where they broke their hip, and had an x-ray a few weeks ago. Troubleshooting steps were performed during the call and resolved the issue. The patient was able to successfully clear the informational por. The patient was to follow up with their healthcare provider (hcp) regarding the falls, to see if they were related to the por. No further complications were reported or anticipated. Indications for use are lumbar radiculopathy and degenerative disc disease.